Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Customer declined to troubleshoot because she fell asleep and her blood glucose was coming down after changing the infusion set. The customer feels that the insulin pump was not the cause.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.